Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 4.8 cm abdominal aortic aneurysm. It was reported that a recent CT scan found that the aneurx bifurcated stent graft had migrated distally and there was a type ia endoleak. A 28x28x49 endurant cuff was implanted; however, there was still a type ia endoleak on the right side. Additional ballooning was done and the endoleak diminished but there was still a slight blush. The physician thought that the remaining endoleak would resolve after anti-coagulation had been stopped and the procedure was complete. It was noted that the event did resolve. The physician stated that the cause of the event could not be determined. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.